Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69246ud02. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 69246ud02 was identified.

Event description:
The customer observed false negative alinity I total b-hcg for a 21-year-old female with endometrial hyperplasia. The following results were provided: initial b-hcg result <2.3 miu/ml; colloidal gold result= positive. Repeat testing was performed and the results were the same. There was no impact to patient management reported.

Event description:
The customer observed false negative alinity I total b-hcg for a 21-year-old female with endometrial hyperplasia. The following results were provided: initial b-hcg result <2.3 miu/ml; colloidal gold result= positive. Repeat testing was performed and the results were the same. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.